Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available. Note: for the purpose of calculating the parkes error grid, a value of 501 mg/dl was utilized for the "hi" reading. The meter does not report a numerical value above 500 mg/dl.

Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving a "hi" reading (greater than 500 mg/dl) and 110 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.